Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8709 lot# j0056619r serial# implanted: (B)(6) 2000 explanted: 2017 (B)(6) product type catheter product ID 8709sc lot# serial# (B)(4) implanted: 2013 (B)(6) explanted: 2017 (B)(6) product type catheter if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) and confirmed with a healthcare professional (hcp) on 2017-sep-06 reported a rep reported that there would be a dye study to another rep, but did not know why a dye study was being performed. At the dye study, the hcp informed the rep of the remaining details. The hcp that did the dye study was not the managing hcp. The patient's weight was (B)(6) pounds. It was noted that the catheter was revised on 2017 (B)(6), and then was reported the catheter was replaced with a 8780 catheter. It was noted that the explanted catheter will not be returned for analysis. It was noted that the pump was also replaced. It was later reported that both catheters were removed and replaced with the 8780, and will not be returned for analysis. It was noted that the pump was replaced prophylactically. There was no issue or problem with the pump and it will not be returned for analysis. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Conclusion code 92 no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2017 the pump and catheter were returned for analysis. The device was used in the patient and was intended for treatment. There was no patient death related to the event. It was reported that a dye study was performed and that the catheter was not patent. The event date was noted as (B)(6) 2017. The reason for removal of the pump was indicated as "other," and it was noted that they decided to change the pump too, and that there were no pump issues. A rotor study was not performed. No further complications were reported/anticipated.

Manufacturer narrative:
The other relevant components include: product ID 8709 lot# j0056619r implanted: (B)(6)2000- explanted: (B)(6)2017 product type catheter product ID 8709sc (B)(4) implanted: (B)(6)2013 explanted: (B)(6)2017 product type catheter. Evaluation of implantable pump serial umber (B)(4) revealed residue in the motor gear train and wearing on the upper shaft of gear number two. Evaluation of implantable catheter product ID 8709 lot# j0056619r revealed that the catheter was returned for analysis incomplete, in segments, and passed testing in the lab. Evaluation of implantable catheter product ID 8709sc (B)(4) revealed a non-significant indent in the cup of the sc connector, which did not affect infusion during functional testing in the lab. Device code (B)(4) applies to the pump. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8709, lot# j0056619r, implanted: (B)(6) 2000, product type: catheter. Product ID: 8709sc, serial (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4) applies to both catheters. (B)(4) applies to both catheters. (B)(4) applies to both catheters. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient receiving dilaudid (hydromorphone) 10 mg/ml for a total dose of 3.8 mg/day, bupivacaine 13 mg/ml for a total dose of 4.9 mg/day, and clonidine 1000 mcg/ml for a total dose of 380 mcg/day via an implantable pump for non-malignant pain. It was reported the patient was experiencing pain exacerbation. There was no known factors that may have caused or contributed to the issue. A dye study was performed on (B)(6) 2017, which revealed a severed catheter. A catheter revision was planned. It was noted that the issue was not resolved at time of report, and patient's status at time of report was "alive-no injury." It was noted that surgical intervention did not occur, but was planned but not yet scheduled. The catheter remain implanted. The patient's weight and medical history was unknown. Event date was noted as (B)(6) 2017. No further complications were reported/anticipated.